Event description:
It is reported that an attempt was made to deploy a 3.0mm diameter x 24mm length endeavor rx drug-eluting coronary stent to treat a lesion located in the rca # 2-3 described as non tortuous, severely calcified with 100% stenosis. The lesion was pre-dilated using three balloon dilatation catheter two which (other manufacturers) burst on second inflation. Post pre-dilatation, the relevant device was advanced; however, it is reported that resistance was encountered as the lesion area was still heavily calcified. Given the difficulties encountered, it wa decided to deploy the stent proximal to the lesion; however dilatation pressure could not be increased and the balloon of relevant device revealed leakage of contrast agent. The delivery system was removed from the patient's body but cine showed that the stent had dislodged at point where resistance was experienced. To solve this issue, the dislodged stent was inflated by using a balloon catheter at the dislodged point in the rca #2 and was deployed. The procedure was completed with deployment of another endeavor rx drug eluting coronary stent to the target lesion. It was confirmed that the stent was inspected prior to use with no abnormalities noticed; however, it was also reported that negative prep was not carried out on the device. The device has not been identified as the root cause of the event; based on the information available, it appears most likely that the patient morphology was the root cause of both the balloon leak and the stent dislodgement. The patient is reported to be fine and no other sequelaes were reported.

Manufacturer narrative:
(The dislodged stent was deployed at point of dislodgement using a balloon catheter) - evaluation codes results: (stent dislodgement), (heavily calcified lesion), (negative prep not performed). Conclusions: (heavily calcified lesion).